Event description:
It was reported that the customer was experiencing a motor error. Her blood glucose was unknown at the time of reporting. Troubleshooting revealed that she was unable to complete the rewind sequence. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.